Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6) 2017 with blood glucose of 40-60 mg/dl at the time of the incidents. The customer was at 163 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's issue is with the pump's programming. Customer experienced highs and lows when they were off pump therapy. The insulin pump will not be returned for analysis.